Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported condition was not confirmed and not duplicated. The assignable cause could not be determined at this time. The device was returned unrepaired.

Event description:
The facility representative reported a infusor pump with a condition of "can't detect the smart label". During service at baxter, it was discovered that the pump went into constant alarm when attempting to run. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.